Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 all liners item and lot etch were confirmed. All liners have damage to multiple areas. Inner and outer spherical surfaces, anti rotation scallops, cutouts, and rim face. Damage includes indentations, burrs, gouges, scratches. Reference photos for each lot damage type. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the shell was inserted and the liner could not be inserted. The attempt was made to insert a second liner, which could also not be inserted. A second shell was inserted. The attempt was made to insert two new liners and both could not be inserted. A third liner was able to inserted into the shell to complete the surgery. The surgeon reported that the shell was not stable during liner insertion due to fragile bone quality. The surgeon used screws to fix the unstable cup. There was a 10-15 minute delay to surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110010242 lot# 66481536 g7 osseoti 3 hole shell 48mm c. Cat# 110010243 lot# 66363486 g7 osseoti 3 hole shell 50mm d. G2: foreign ¿ japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the shell was inserted and the liner could not be inserted. The attempt was made to insert a second liner, which could also not be inserted. A second shell was inserted. The attempt was made to insert two new liners and both could not be inserted. A third liner was able to inserted into the shell to complete the surgery. The surgeon reported that the shell was not stable during liner insertion due to fragile bone quality. There was a 10-15 minute delay to surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.